Manufacturer narrative:
A 510 (k) is based on the software version of the system.

Event description:
It was reported that a (B)(4) clinical information center experienced a loss of audible alarm capability due to a presumed hardware failure. The system could visually display alarms. There were no patient injuries reported. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.